Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced mesh extrusion, dyspareunia, urinary incontinence, splinting and nocturia. Excisions of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.